Event description:
It was reported that when using the bd pyxis¿ medbank tower system total quantity issued was not able to be exceed total filled. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a user error. A technical support specialist remotely accessed the system and identified that the issue quantity had been entered as 120 instead of 1. The tss informed the customer, and the customer was able to successfully issue the item after entering the correct quantity. The system functioned as intended technical support specialist troubleshot the device.